Event description:
It was reported that customer experienced rapid battery depletion of about 24% per day. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, was noted to be out of warranty and in process of renewal, and case was documented and closed with no additional troubleshooting or corrective actions recorded.